Event description:
During the appendectomy portion of the surgery, the staple line bled after firing the stapler. There was a delay in the case due to bleeding, less than 250ml. The large stapler was also used and the jaws would not close properly. This caused a delay in the case but no excessive blood loss due to this stapler noted. The surgery was completed with no further events.